Manufacturer narrative:
(B)(4). A 3rd party service agent evaluated the customer's device and verified the reported issue. The service agent advised the customer that the device is not field serviceable and no longer under warranty. It was then recommended that the customer purchase a replacement device. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Manufacturer narrative:
The customer released the device for evaluation by physio-control. Physio-control examined the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was that the positive solder point between the coil wire and the lug had a cold (open) solder connection, which prevented the audio from operating. The device would charge and defibrillate when tested.

Event description:
The customer contacted a 3rd party service agent to report that their device no longer provided audio prompts when powered on. As a result, a device user would not receive directions on how to use the device which may delay, or prevent, defibrillation from being delivered, if it were necessary. There was no patient use associated with the reported event.